Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to pupil block, with elevated iop. The reporter indicated the pupil block was due to small peripheral iridectomy. The patients vision was impaired.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - pupil block with elevated iop after icl implantation may occur due to: non patent/functioning iridectomies (too small, too peripheral and/or not fully permeable, blocked by viscoelastic), remaining viscoelastic in the posterior chamber, oversized icl with angle closure, too narrow angles/crowded ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cysts), hypertensive response to steroids, etc. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).